Manufacturer narrative:
Concomitant: d154awg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead for short v-v intervals and one abnormal pacing impedance measurement. It was noted that there were high rate non-sustained episodes with premature ventricular contraction and possible t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.